Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A false elective replacement indicator (eri) error for battery depletion was observed on the pacemaker implanted in 2005 during a routine follow-up. The alert was cleared to resolve the event. The patient was in stable condition.